Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend and the lead was unable to be fixated. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was received with the helix full extended. The helix was able to be extended and retracted.